Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the device was not returned for evaluation. A root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had a instrument channel blocked with seeds. The issue was found during colonoscopy procedure under sedation. There were no reports of patient harm.